Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. No further tests could be performed due to lcd damage. The insulin pump was received with cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank screen that appeared purple inside the glass. The blood glucose reading was 105 mg/dl. The customer stated that she kept the insulin pump in her pocket, and she may have sat on the insulin pump. She stated that inside the glass, the display was all purple, and she could not see any numbers. Advised replacement of the insulin pump. Nothing further reported.